Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the upper buttocks on (B)(6) 2021. When the sensor was removed ten days after insertion into the upper buttocks, the sensor wire detached and remained in the insertion/puncture site. The patient was evaluated in the emergency department (ed) where the area was injected with a local anesthetic (lidocaine) and the wire was removed by the healthcare personnel (hcp) using tweezers. Topical antibiotic ointment was applied to the insertion/puncture site and the patient was released from the ed. At the time of the report the patient was in stable condition. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.